Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
This procedure was performed in (B)(6) as part of the (B)(6) global study: to treat a lesion in the mid-sfa of about 120mm (of which 5 cm was 100% occlusion, the rest suffered from severe stenosis), a pre-dilatation was performed with the 4x100 evercross balloon. The lesion is located on the marker from about 10 to 21 cm. Two pre-dilatations were performed with the same evercross balloon: from about 10 to 18 cm and from about 12 to 20 cm on the marker so that the entire lesion was pre-dilatated. After this pre-dilatation there was a dissection in the middle of the lesion. For this reason, a third pre-dilatation with the evercross balloon was performed over the dissection, however, the result stayed the same. After the pre-dilatation the lesion was treated with two debs: one 5x120 balloon and one 5x 40 balloon used in overlap to cover the entire lesion. The control angiography showed a residual stenosis of 50% and the dissection has worsened to grade c. Due to this dissections a post-dilatation was performed, after which there was still 50% residual stenosis and a dissection grade c. It was decided to treat this with a 6x 150 stent with post-dilatation. As a result there is no more residual stenosis and no more dissection.